Manufacturer narrative:
The suspect device was not returned for evaluation. A photograph was provided by the account. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during an external iliac artery intervention, the catheter separated into two pieces. The catheter tip detached within the patient while the physician injected contrast material and then rotated the catheter to change the image angle. The distal shaft was easily removed from the patient; however, due to poor patient health status, the physician stopped the procedure with the tip remaining in the patient. Patient is stable and no report of adverse patient consequences.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.